Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000160791.

Event description:
It was reported one of patient's lead had migrated and confirmed via x-ray. As such, surgical intervention took place on (B)(6) 2024 where physician removed the suture repositioned the lead to the bottom of t7 and re-anchored the lead. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.